Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) confirmed the problem stated by customer. Unit would power on with a power up fails code #6. Per service manual the video generator board will need to be replaced. Fse disassembled the unit and replaced video generator board and reloaded software b.17. Upon start up the unit would not take touchscreen calibration. Fse disassembled the unit a second time and replaced the touchscreen as well. Powered on unit and calibrated the touchscreen. Unit is now functional. Fse performed a full pm per manufacture specifications.unit has passed all test and calibrations and is now ready for clinical use.

Manufacturer narrative:
Updated fields: b4, d9, g6, h2, h6, h11. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted after the completion of investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had its screen frozen along with calibration failure and power code 6. There was no patient involved.